Event description:
According to the customer, a patient in a continuing care facility was complaining of sitting on something hard. The patient allegedly developed a medal ischial tuberosity stage 4. The skin breakdown started in (B)(6) 2012 and gradually worsened over time. The patient was removed from the bed and admitted to the hospital.

Manufacturer narrative:
According to the hill-rom filed investigation, the bed was operating correctly and the air pressure in the mattress was within specifications.